Event description:
It was reported that the patient saw his managing healthcare provider (hcp) the week prior to the report and it was identified that an electrode was malfunctioning. The patient was seeing the hcp again the afternoon of the report. The implantable neurostimulator (ins) also shut off on (B)(6) 2014. It was later reported that the hcp was able to reprogram the patient and provide a good therapy result. The patient was very happy with the outcome. However, the reporter was concerned that the electrode was faulty and may have to be replaced at some point. It was unknown at the time if the lead was faulty or if the electrode issue was really just a programming issue, as it started after reprogramming and was resolved with additional reprogramming. Follow-up information received from the hcp¿s office reported that electrode #3 was providing greater than 40,000 ohms. There was no known cause for this issue and no x-ray was performed. No further investigation of the impedance issue would take place as the hcp was able to program around t he #3 electrode and use #2 with an 842 impedance.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0du0l, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# va09mf2, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported a few weeks prior to report the doctor told them that another contact had now failed. It was further reported the second electrode had failed on the same side. They went in to see the doctor and the doctor reprogrammed the patient. Everything that was affected was on the right side. The new programming wasn't effective by night. The patient went back in and the doctor bypassed the electrode. Their tremors had come back on their right side. There were no trauma/falls that could be related to the issue. Additional information received from the health care professional (hcp) reported electrode contacts 2 and 3 had an impedance >40,000 ohms. The remaining functional contacts were used to deliver the stimulation. The electrode malfunction had not been resolved as electrode 2 and 3 were still not functioning. The tremor has been controlled using the remaining functional contacts.